Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was received with corroded battery tube. The pump was monitored and no blank display anomalies or battery out limit alarms noted. The pump passed self-test, unexpected restart error test, rewind, basic occlusion, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked case at the display window corners and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states they had received battery out limit alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The display did not return. The customer was advised the pump would be replaced and returned for analysis.